Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 900 mg/dl. Troubleshooting was performed. The prime test passed. The customer was also suffering from the flu. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.